Event description:
It was reported to philips that a physician was attempting to perform a synchronized cardioversion on a patient with the dfm100 with sn (B)(6) . The customer reported that the physician did not press down and hold the shock button as is required when performing a synchronized cardioversion to ensure that energy is delivered on the r-wave. A second defibrillator was used, sn (B)(6) , and a shock was delivered to the patient in the defib mode. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The patient outcome code actually should be ¿death" and writer chose ", and writer chose "no clinical symptom" as it will result in xml failure while submitting emdr.

Event description:
It was reported to philips that the doctor was unable to perform a cardioversion, the doctor used the equipment incorrectly, the patient died due to other reasons related to his hospitalization, not being caused by the misuse of the equipment. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.